Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An individual called for MRI compatibility information related to lead fragments from a removal in 2016. The caller stated they didn¿t know why the system had been removed and noted that there had been many visits to different health care physicians (hcps), a nurse practitioner, a pain clinic and a heart doctor in this time timeframe. There were no further complications reported. Additional information was received from a consumer via a manufacturer representative. It was reported that the physician removed one lead completely, the other lead broke when tiring to explanatory it and a fragment was left in the patient. The physician did not believe the risk vs reward was worth digging after the fragment lead. The patient called the rep asking for information on the lead fragment that was left in by the physician. The healthcare professional (hcp) office told the patient to call the rep with any questions. The patient need a head MRI and found a center to do it but want some type of letter to take with them that would explain where the fragment was. The patient was redirected to their hcp.